Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing, which resulted in pacing inhibition on the right ventricular (rv) lead. The patient experienced greater than 2 seconds of asystole. It was noted the patient had fallen several times over the past month. The noise was not reproduced with isometrics and all other lead measurements were within normal limits. The sensitivity was increased and the physician planned to program the device to an asynchronous mode until a revision procedure could be scheduled. Subsequently, a revision procedure occurred and the rv lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.